Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose. The customer's blood glucose level at time of incident was 400 mg/dl. Troubleshoot was performed and it was found that the cannula was bent, which may contributed to high blood glucose. The customer will not return device for analysis.